Event description:
New information received notes that the noise led to over-sensing.

Manufacturer narrative:
Further information was requested, but not yet received.

Event description:
It was reported that the patient's lead exhibited noise. The lead was capped and replaced on (B)(6) 2024. The patient condition was stable.